Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device did not always allow them to complete the cut on larger polyps. It was noted that they worked fine on smaller polyps. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.